Event description:
An optometrist reported a case of diffuse lamellar keratitis (dlk), observed on a patient's left eye on day post lasik surgery. Reporter indicated patient was placed on increased topical steroid eye drops. Upon additional follow up, reporter indicated the issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).